Manufacturer narrative:
Product did not contribute: the complaint was reviewed and analysis showed no trend for (B)(4) lot no: 07522607610. The product was not returned. The device history record was reviewed.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00235.

Event description:
Allegedly revised due to pain.